Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.